Manufacturer narrative:
H6: investigation summary: one photo was returned by the customer. It was reported that the user is unable to flush product. The photo shows the product, but does not verify the complaint. A device history record review for model 20039e lot number 20125927 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history review could not be completed on the unknown batch number. The root cause of this failure was not identified as no product was returned. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that at least 2 smallbore 6 inch ext vlv experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20039e batch no: 20125927, unknown unable to flush product. I got a call this morning from a customer about an extension set that will not flush. She said this has happened multiple times.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown . Device manufacture date: unknown. Medical device lot #: 20125927. Medical device expiration date: 2023-12-10. Device manufacture date: 2020-12-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 2 smallbore 6 inch ext vlv experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20039e batch no: 20125927, unknown. Unable to flush product. I got a call this morning from a customer about an extension set that will not flush. She said this has happened multiple times.